Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power error alarm frequently. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. The customer's last recorded blood glucose level was at 309 mg/dl the previous day. Customer said the internal power source was unable to charge. Customer inserted new aa battery. Customer has not previously called to report power error detected. The pump is operating on the aa battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. The insulin pump will be returning for analysis.